Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event; see also 0002184052-2016-00063 and 00065. Remains implanted.

Event description:
The sales associate reported a distal screw loosening. An x-ray on a patient taken (B)(6) 2016 reveal that the rod is still in place, but the distal tulip is outbalanced and the rod is not completely in the tulip anymore. However the set screw is still in place in the tulip, with just a slippage of the rod. Revision surgery has been proposed, but the patient is not in pain.